Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. Furthermore user facility reported in incident form that the patient injury was treated by neosporin and bachroban antibiotics, kenalog steroid medication was injected by physician and silicone sheets were used. Additionally user facility reported that the burn caused a scar which may result in permanent damage to a body structure. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. This complaint has been determined to be reportable per MDR decision tree. A lumenis healthcare professional is in the process of reviewing the reported event details. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to lateral chin area following ipl treatment with lumenis m22 laser.

Manufacturer narrative:
A lumenis healthcare professional evaluated the reported event details and concluded on (B)(6) 2018 that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "several factors could have contributed to patient blistering including : recent filler being placed in the area of bruise the day prior to ipl treatment. A recent history of shingles and bacterial infection. Pt using a pin to open blisters, applying multiple topical antibiotic. Ipl over compromised skin is not recommended. Without photo's it is difficult to understand the possible cause other than the possibility the area being compromised prior to treatment. Treatment including kenalog and silicone gel sheeting over area to improve outcome".